Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an im nail procedure, a compression screw could not be screwed in, so the implanted intertan nail had to be completely removed and a pfna nail was inserted. Surgery was resumed, after one-hour delay, with a smith and nephew back-up device. Patient's current health status is unknown.

Manufacturer narrative:
Corrected data: b1, b2, g2, h1, h6 (health effect - impact code).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h10: (updated results of investigation). The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact beyond the one hour delay, could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).